Event description:
A customer reported experiencing an altitude alarm with their insulin pump. The customer did not provide specific blood glucose levels. However, it was confirmed that insulin delivery was suspended due to the alarm. Technical support instructed the customer to clean the speaker holes and reconnect the cartridge, allowing insulin delivery to resume after a short wait. The alarm did not recur, and the pump returned to normal operation. Technical support offered the customer advice for preventing future alarms.